Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed since no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. However, similar issues with this same product have been investigated and determined to be manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's left basilic in the intensive care unit. When the clinician attempted to peel the sheath the one tab broke off. The clinician was able to remove the sheath completely after the tab detached without incident. There was no delay in treatment and no patient death or complications reported.